Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber and filament driver pcbs. System operates as intended.

Event description:
Customer reported the system will produce x-rays and generates error messages. No pt injury was reported.